Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: b5: updated with additional information.

Event description:
Information received a smiths medical pumps/cadd solis vip pumps - 2120 alarmed no cassette attached. No patient adverse events reported.

Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 cassette not attached was revealed in the event log and during testing, the pump error code revealed 46440 was found on the screen display and indicate a problem with downstream occlusion sensor.. The device's psi was out of range during psi testing and multiple alarms "cassette not attached properly" messages occurred in an event history log. Further investigation and determined that a faulty downstream occlusion sensor is the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced. Action was taken to replace dso. Device passed all functional testing.